Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip devices referenced in b5 are filed under separate medwatch report numbers. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for irregular movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and the clip delivery system (cds) were advanced into the left atrium. However, when the "m" knob was applied the cds was deflecting in the wrong direction and seemed to be mis-keyed. Resistance was not noted. Troubleshooting attempts were performed several times and with different cds devices, however the cds would not hold position. It was thought to be a malfunction or defect of the sgc key itself. The sgc was removed and a new device was used to successfully complete the procedure, reducing mr to 2-3. This issue reportedly caused a clinically significant delay but the delay did not result in adverse patient effect. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported activation, positioning or separation problems (device operating differently than expected) could not be confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported activation, positioning or separation problems (device operating differently than expected) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.